Event description:
On (B)(6) 2022 CT chest imaging confirmed that an inspire upper airway stimulation device implanted in the patient on (B)(6) 2020 had malfunctioned at as yet undetermined earlier time necessitating explantation on or about (B)(6) 2022. Findings from explantation surgery, pathology, and radiation revealed that the tip of the respiratory sensing lead had fractured and migrated into the r hemithorax.